Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system oversensed myopotential or mechanical noise, causing an inappropriate shock. Boston scientific technical services suggested bringing the patient to the clinic for troubleshooting. This included repeating the action performed during the shock, stretching pectoral and abdominal muscles with isometrics, and a postural assessment while monitoring all sensing vectors. The physician was advised to choose a sensing vector with appropriate noise management and r-wave consistency. Additionally, unstable tissue contact during body movements couldn't be ruled out, so an electrode integrity and connection check was also recommended. No adverse effects were reported, and the device remains implanted.